Event description:
The patient reported she fell a while ago longer than 6 months ago but could not remember if therapy relief change around the same time. The patient thought it maybe the fall that changed the therapy. The patient indicated that prior to six months ago she was getting good relief from therapy. The patient had a loss of therapeutic effect. It was also indicated that patient spoke to someone and was told to try different programs about six months ago. She had tried all the programs and they are not providing relief for her. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v841549, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).